Event description:
Dr placed implant in pt 7/16/93. Implant fractured in bone 10/15/96. Was replaced.

Manufacturer narrative:
Dr sent x-rays, which revealed: 1) poor prosthetics, 2) poor surgical prostletics planning and placement 3) poor surgical angulation, 4) poor crown to root ratio.